Event description:
It was reported that upon checking the placement of this electrode, the cardiologist observed a rupture of the electrode. As a result, the electrode was subsequently explanted and replaced. The electrode serial number is not available at this time. Further information was requested. No additional adverse patient effects were reported.

Event description:
It was reported that upon checking the placement of this electrode, the cardiologist observed a rupture of the electrode. As a result, the electrode was subsequently explanted and replaced. The electrode serial number is not available at this time. Further information was requested, however, no additional details are available. No additional adverse patient effects were reported.